Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that the connector of an rt212 adult breathing circuit was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt212 adult breathing circuit was visually inspected for damaged heater wire pins. Results: a visual inspection revealed that the left heater wire pin in the inspiratory plug was broken off. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the heater wire pins are formed during production. A broken or damaged pin would normally be detected by the insertion of the adaptor during a production test. For broken or damaged pins reported to us by healthcare facilities, it is not possible for us to determine whether the pins were broken or damaged during production or by the end users when they are attempting to insert the heater wire adaptor into the heater wire plug on an angle during the breathing circuit setup. (B)(4).